Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 46 mg/dl at the time of incident , current blood glucose level was 46 mg/dl and the other blood glucose level were 261, 58, 163, 301 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with insulin pump and food for low blood glucose. The customer stated that the symptoms related to low blood glucose such as nausea and thirsty. Customer reported they did not contact their health care professional regarding the low blood glucose. The device will be not returned for analysis.